Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain and complex regular pain syndrome type I. The rep met the patient during their battery replacement surgery consultation with the healthcare professional (hcp). The patient requested a battery replacement due to the high recharging demands. The hcp approved the battery replacement surgery. Surgical intervention is planned but there is not a scheduled date. The patient confirmed having no falls or traumas that may have led or contributed to the issue. An impedance test returned normal results and the recharging diary proved daily recharging demands. The issue was not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-sep-25. The replacement was on (B)(6) 2018. The device would not be returned for analysis because the customer discarded it. It was unknown when the high recharging demand began. This information was confirmed with the physician/account. No further complications were reported/are anticipated.